Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Two certain® titanium large hexed screw (ilrght) were returned for investigation. Visual evaluation of the as returned products identified fractured at the threads. Functional testing could not be performed since the devices were fractured. Device history record (DHR) review was completed for the subject lot number 1207178 and 1201190. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A complaint history review for the subject lot number 1207178 and 1201190 was completed by searching keyword functional fracture screw in the category through the manufacturer internal system and 1 other similar complaint identified. Therefore, based on the available information, devices malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification PMA/510(k) number k072642.

Event description:
Doctor reported the screws in tooth location #15 and 16 fractured and were removed.